Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned loose 1/2cc, 6mm syringes (1 with approximately 2 units of a clear liquid inside the barrel). Customer states that the needle leaves white particles in the insulin vial. Both returned syringes were examined and no foreign matter was observed on any part of the syringe or cannula. The liquid observed in one of the returned syringe was tested using ftir spectral analysis. The analysis shows that this material is most likely insulin, which would not have been acquired during the manufacturing process. Unable to perform DHR check for foreign matter (particles in vial) due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ insulin syringe the needle is leaving white particles in the insulin vial. The following information was provided by the initial reporter: consumer reported after drawing insulin, needle leaves white particles in the insulin vial.